Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. Pt's weight field was left blank as customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of a contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour plus meter with in-house contour plus test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory. Additionally, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.